Event description:
It was reported that the wake button was delayed in responding to touch. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.